Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return.

Event description:
It was reported by the customer that "cracked needle at the y site. No patient impact." Additional information 3/31/2023. It was reported by the customer "patient reported leaking from mediport tubing. After assessment, a crack was found at the bifurcation on the mediport tubing at the proximal site. No harm reported." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. . The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "cracked needle at the y site. No patient impact." Additional information (B)(6) 2023. It was reported by the customer "patient reported leaking from mediport tubing. After assessment, a crack was found at the bifurcation on the mediport tubing at the proximal site. No harm reported." No other information was provided.